Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available.

Event description:
It was reported that the patient presented for routine generator change. It was noted that the right atrial lead exhibited low impedance and high threshold values. During the procedure lead fracture was observed. The lead was capped and replaced on (B)(6) 2019. The patient was stable.